Manufacturer narrative:
Follow-up information received on 15-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. She was treated with a laparoscopic emergency surgery. This event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, limited information was provided. However, considering event's nature; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect no follow-up will be pursued, due to lack of contact details.

Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer had ectopic pregnancy that ended with laparoscopy emergency surgery. Company causality comment:this non-medically confirmed; spontaneous case report refers to a female consumer who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. She was treated with a laparoscopic emergency surgery. This event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, limited information was provided. However, considering event's nature; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. A product technical analysis is being sought. No follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.